Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. Unable to verify keypad unresponsive/button error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad anomaly. The blood glucose level of the customer was unknown. Customer stated that insulin pump keypad was unresponsive. Troubleshooting was performed. The product will be returned for analysis.